Manufacturer narrative:
Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular dysfunction. Requests for additional information are currently in progress; however, the healthcare provider has not provided any additional details at this time. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that this patient with a carpentier edwards 25mm valve is being evaluated for a valve-in-valve procedure. The implant duration and failure mode of the pre-existing surgical valve is unknown. No other details at this time.

Event description:
It was reported that this patient with a 2700 25 mm valve, implanted for 11 years, underwent a valve-in-valve procedure due to severe aortic insufficiency secondary to degeneration. Preoperative tee demonstrated severe aortic insufficiency with a prolapsing torn leaflet. A tavr was successfully performed with non-edwards device. There were no complications. Postoperative tee demonstrated excellent placement of the transcatheter valve in valve positioning with no perivalvular leak and no valvular leak and a gradient across the new valve of 12 mm of mercury at a heart rate of 78 beats per minute. The patient tolerated the procedure well. He was discharged home on pod #2.

Manufacturer narrative:
Additional manufacturer narrative: updated event, other relevant history, brand name, model #, event problem codes, PMA/510(k) # and device manufacture date per new information received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.